Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 49-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 49-year-old female patient who had essure (batch no. A27189) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient was injured severely and permanently, and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Lot number:a27189 manufacturing date: 2012-07 expiration date: 2015-07 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 49-year-old female patient who had essure (batch no. A27189) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure) on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient was injured severely and permanently, and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: reporter¿s information was updated and a new reporter was added. Essure lot number (a27189) provided, and the event medical device removal was updated with new information and recoded to chronic pelvic pain. Furthermore, the events fallopian tube perforation, uterine perforation, perforation of organ, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device ineffective, hypersensitivity, autoimmune disorder, headache, fatigue, weight changes, alopecia, tooth loss, mood changes, anxiety, and depression were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 49-year-old female patient who had essure (batch no. A27189) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient was injured severely and permanently, and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Lot number: a27189, manufacturing date: 2012-07, and expiration date: 2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a 49 year-old female patient who had essure inserted (lot no. A27189) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure insertion and removal performed on same day"). The patient had a medical history of dysfunctional uterine bleeding, hives, flank pain, vaginal pain, endometriosis, painful intercourse, vaginal discharge, coital bleeding, menstrual cramps, headache, migraine, parity 2 and gravida ii. Previously administered products included: oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient was injured severely and permanently, and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Essure insertion date discrepancy noted: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2023: findings: there appeared to be three intact essure tubal coils present on the preliminary radiograph. Two of these are seen in the expected locations of the fallopian tubes with a third to the right of midline, but debatable in its actual location. None of these demonstrate suspicious coiling nor kinking to indicate obvious uterine perforation/penetration. Impression: there are three essure tubal coils seen. Two of these are at the expected locations demonstrating satisfactory morphology. There appears to be successful bilateral tubal blockage with no convincing patency identified on either side. The third tubal coil is seen above the fundal portion of the uterine cavity but to the right of midline, but I am uncertain of its exact location. [Pathology test] on (B)(6) 2019: specimens: uterus, cervix and fallopian tubes and essure coils. Clinical history: pelvic pain: gross description: the portion of right essure coil is noted protruding through serosal surface of corpus in superoposterior aspect. Essure coils present in each of fallopian tubes. Final diagnoses: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: bilateral adenomyosis and microscopic intramural leiomyoma. Atrophic endometrium, negative for malignancy: portion of essure coils; cervix and bilateral fallopian tubes, no significant histopathology. [Ultrasound scan] on (B)(6) 2019: clinical indication: history of essure placement with 3 coils placed in uterus. Uis report showed only 2 coils in good position. Please localize 3rd coil. Findings: again there are bilateral pelvic essure coils, three in total, with one extending from the midline to the right and the other two located paracentrally. These remain in similar location to previous. There is moderate fecal loading. The bowel gas pattern otherwise is unremarkable; on (B)(6) 2019: clinical indication: essure coils were placed, please localize and perforation. Also please assess for adenomyosis. Rule out hemorrhagic cyst. Findings: on the left, the proximal end of the device is within 1 cm of the utero-tubal junction. On the right, proximal end of the device is within 1 cm of the utero-tubal junction. No device complication demonstrated on either side. Impression: satisfactory placement of left essure microinsert. Satisfactory placement of right essure microinsert. Nonspecific diffusely heterogeneous myometrium, no focal lesion or sonographically suspicious feature of adenomyosis. Suspect benign complicated 2.1 cm hemorrhagic follicle in the left ovary. Endometrioma is less likely, but consider follow-up pelvic ultrasound in 3 months to reevaluate the left ovary. Lot number: a27189. Manufacturing date: 2012-07. Expiration date: 2015-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Event medical device monitoring error was performed was added. Patient & reporter information updated. Surgical pathology report, lab data updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.